Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for a week, they have been waking up with high blood glucose levels around 400 mg/dl. They would treat with manual injections and insulin pump. The customer had symptoms such as nausea and vomiting. Their current blood glucose was 361 mg/dl. The insulin pump will not be returned for analysis.